Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2017) is considered to be the best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax (device 2). An additional supplemental emdr was submitted to represent the 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney allege that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device 1). Per op notes, ¿a large indirect hernia sac was dissected out and reduced. The sac was excised. A 3dmax (device 1) was placed and tacked to coopers ligament.¿ (B)(6) 2018 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device 2). Per op notes, ¿the hernia sac was identified and dissected out. The sac was reduced. A 3dmax (device 2) was placed and tacked to coopers ligament.¿ (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with implant of ventralight st (device 3). Per op notes, ¿the recurrent hernia sac was identified. The peritoneum was stuck and adherent to the old mesh (device 1) was taken down. The old mesh was migrated anteriorly with the inferior recurrence. A ventralight st (device 3) was placed in the defect and tacked anterior to abdominal wall.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney allege that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.